Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
It was stated that the I and d of total hip with head and liner change due to infection. The patient had undergone a total hip replacement in (B)(6) of 2017 and developed an infection. The surgeon performed an irrigation and debridement of the infected hip. The surgeon removed the previously implanted marathon liner and ceramic head and replaced with new implants of the same size.

Manufacturer narrative:
It was stated that the I and d of total hip with head and liner change due to infection. The patient had undergone a total hip replacement in (B)(6) of 2017 and developed an infection. The surgeon performed an irrigation and debridement of the infected hip. The surgeon removed the previously implanted marathon liner and ceramic head and replaced with new implants of the same size. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.